Manufacturer narrative:
Initially no patient injury was reported regarding this case. After the factory requested further information concerning this case, the customer informed them that a rotator cuff tear occurred due to this issue. This injury needs another surgery to be treated. At the time of this report the investigation was still ongoing. As soon as the investigation is completed by the factory the report will be updated and a follow up / final report will be provided to FDA. Manufacturer report # 8010652-2019-00006.

Event description:
It was reported that a head extension came off the table with the patient on the table. The customer initially reported that the patient fell but was not hurt. The factory requested additional information from the customer. On the follow up the customer informed the factory that there was a rotator cuff tear that required further surgery. Manufacturer reference #(B)(4). Manufacturer report # 8010652-2019-00006.